Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as lumbar radiculopathy and spinal pain. It was reported that the patient's healthcare provider (hcp) was closed and she had been trying to get in to see a new doctor but none would "touch me with a 50 foot pole." The patient's pump was alarming, she was out of medicine, and she was going through withdrawal. She had to go to the emergency room (ER) on (B)(6) 2018 night because of the withdrawals and they gave her 10 pills to help with the withdrawal, but that was all they could do. They were 2mg, but they were not working. The patient was getting irate and she was not herself at all. Her alarm date "like the (B)(6)" ((B)(6) 2018), and it was not until (B)(6) 2018 until it started constantly alarming. The withdrawals started happening about (B)(6) 2018. The withdrawal was driving her crazy. She was shaking like a leaf and felt like ants were crawling on the inside. There were no further complications reported at this time.

Event description:
Additional information was received from a consumer. It was reported that they had a milligram to test their pump scheduled for (B)(6) 2018. Then, if it was good, the next week they would go for a first fill. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the pump ran empty due to billing issues with their insurance company. It was reported that a dye study and myelogram were performed and the pump was functioning as expected so it was refilled with saline and then with medication. It was noted that the patient's medication had been increased 4-5 times. No further complications have been reported as a result of this event.